Event description:
The event reported by a customer from USA: "new power cord broken, occurred when patient went to remove from wall outlet". Additional info received on 05/09/2015: power supply broke apart and is completely separated open. The breakage occurred during disconnection - occurred when staff and patient went to remove from wall outlet. The power supply was connected directly to pump. It wasn't twisted. "It hard to connect/disconnect it from the pump." It wasn't dropped or left on the floor. Who connected/disconnected the power supply when the breakage occurred (staff member/patient/bio-med/other) staff member for 1 cord and patient for the second cord. The pump charged just fine then broke apart while unplugging it from the outlet.

Manufacturer narrative:
(B)(4).